Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue occurred on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿170mg/dl¿ with the subject meter and ¿118mg/dl¿ on another meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by taking an unspecified dosage of metformin and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time after the alleged product issue occurred they developed symptoms of ¿sweaty, wooshy and dry mouth¿; however, did not require any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that the patient was not using an approved sample site to obtain a blood glucose measurement. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.